Event description:
The surgeon was excising a carcinoma on the nose. The surgeon was using a cautery to stop the bleeding and a spark ignited the oxygen from the nasal cannula. The flash burned the surgeon's hand (minor), the patient's right cheek, lip, chin and below the chin. All burns were 1st degree except under the chin may be 2nd degree. The risk manager said a medwatch will not be done by the hospital as there is nothing wrong with the equipment. The equipment was tested by their biomed. 1720159-2001-00090 is the report for the surgeon's burn. 1720159-2001-00091 is the report for the patient's burn.